Event description:
It was reported that during a central venous catheter (cvc) insertion, the operating anesthesiologist experienced difficulty removing the arrow raulerson syringe (ars) from the introducer needle. It was further reported that the vessel was inadvertently nicked, resulting in a hematoma. Manual pressure was applied until hemostasis was achieved, and no significant blood loss was reported. The patient's condition was reported as "fine", and the procedure was successfully completed by selecting an alternate insertion site and utilizing a new cvc kit. Good-faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the distributor; however, no response or additional information was received.

Manufacturer narrative:
(B)(4)